Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dd-dc code 7 and limit), indicating possible device malfunction. It was reported that the patient's generator was implanted high on their chest (almost to their neck). There is a "bump" or "hard spot" present on the patient's neck, in the area where the lead electrodes would be, giving the appearance that the electrodes may have come off of the vagus nerve. Review of ex-rays revealed a complete break in both lead wires. The patient was seen by neurosurgeon for consult, but is not yet scheduled for lead replacement surgery. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the cause of the apparent lead fracture.

Event description:
Product analysis summary: the lead assembly was returned for analysis in pieces visual inspection of the lead assembly identified a suspected break at approximately 2cm past the electrode bifurcation. Scanning electron microscopy was performed at the area where the suspected break was identified. Scanning electron microscopy identified that the appearance of the coil ends show that pitting or electro-plating conditions have occurred. Due to mechanical distortion and metal dissolution the fracture mechanism cannot be ascertained. Other conditions of the lead, in general, were consistent with conditions than exist following the explant proceduce. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. There were no visual anomalies identified. The pulse generator did not not show any condition that would have contributed to the reported events.